Event description:
The consumer reported the string came off during removal leaving the pessary inside. She experienced this issue with two pessaries. She was able to manually remove the pessaries with no medical assistance and the issue resolved.